Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the assembly could not be inserted. The locator/insertion sheath assembly was attempted to be inserted into the artery, but for an unspecified reason, the assembly could not be advanced. As a result, the device was not used, and an exoseal (cordis) was utilized to continue the procedure. Hemostasis was subsequently achieved successfully with the second device. The procedure performed prior to attempted device deployment was percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The ancillary sheath size used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was not reported. The type of procedure performed was hemostasis. Estimated blood loss was less than 250 cc. The reported event did not result in patient injury and did not require medical or surgical intervention.